Manufacturer narrative:
A zoll (B)(4) engineer evaluated the device at the customer's site and the reported malfunction was observed during initial testing. A replacement device was sent to the customer. Review of the data files provided showed the device was set to deliver 150 joules. A shock was delivered with a patient impedance of 700 ohms , and the device was turned off by the user 17 seconds later. It is likely the device temporarily lost contact with the simulator, but not long enough for the device to detect the impedance spike. There were no errors in the logs that indicated a device malfunction. We are unable to further investigate without the device being returned. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported malfunction was verified and the main board was replaced to remedy the problem. The device was rectified and returned to inventory. No trend is associated with reports of this type.